Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results generated by the unicel dxc 600 pro synchron clinical systems. Some erroneously high ise results were reported out of the lab. When the lab became aware of the high ise results, samples were re-tested. Repeated results were lower and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run every 8 hours. Prior to the event, ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse found the modular chemistries (mc) reagent syringe connection to the 3-way valve was loose. It was tightened. The fse serviced the instrument and replaced the ise reference and buffer solutions. A clear root cause for this event has not been determined.